Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11617. It was reported that the patient presented in clinic with shortness of breath and an increased heart rate. An ultrasound confirmed pericardial effusion. A possible perforation was suspected. Lead parameters were normal. A procedure to re-implant and reposition the right and left ventricular leads was completed (B)(6) 2019. The patient was stable.